Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose reached over 400 mg/dl. Customer changed the infusion set for each event and resumed insulin delivery.